Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed no pump reboots. The battery compartment was cracked. The battery cap was not returned with the pump. The test cap was able to secure onto the pump, and maintain an electrical connection with the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.